Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information:baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the condition of an infuso.r. Pump was making sounds and not infusing was not confirmed nor reproduced during product evaluation. The root cause was not identified. Therefore, no repairs were made to fix the reported condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Event description:
The facility reported an infusor pump which was "making sounds and noises but will not infuse". Therefore, the device failed to infuse without notification to the user. This event occurred during patient use and the device was supposed to infuse barbital. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.